Event description:
In the article "complications of injectable fillers, part 1", aesthetic surgery journal 33 (4), the author describes signs and symptoms of common and rare complications due to the injection of hyaluronic acid dermal fillers. In discussing filling of the orbitomalar septum and malar septum, the author noted the possibility of "persistent premalar edema". "The author has conferred with several pt who experienced these complications after ha treatment and underwent months of ineffective treatment with cardiac drugs, powerful diuretics, compression, steroids, and other interventions. A small dosage of hyal [hyaluronidase] can sometimes result in dramatic and immediate improvement".

Manufacturer narrative:
(B)(4). The author does not have additional info to report about this adverse event; type of hyaluronic acid dermal filler is unknown and no pt info is available. Device labeling: contra-indications. Do not inject juvederm ultra plus xc in the periorbital area (eyelids, crow's feet) and glabellar region (forehead). The application of juvederm ultra plus xc in the under-eye area is to be performed only by specialists specifically trained in this technique who have a sound knowledge of the physiology of this particular area. Undesirable effects. The pt must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc) which may be associated with itching or pain on pressure or both, occurring after the injection. See scanned pages.